Manufacturer narrative:
(B)(4).

Event description:
The actual residual volume (arv) was greater than the expected residual volume (erv). The arv was 20ml and erv was 2.3ml. There were no alarms or motor stalls. The programming was correct. The patient did not experience any symptoms. The pump was refilled today but the dose was cut in half due to the possibility of not receiving all of the medication last time. It was noted at the patient's last refill the doctor had to push really hard to get the medicine in the pump and the patient was hurt and swollen around the refill area. It was unknown why there was difficulty refilling the pump. The drugs being administered via the pump were morphine and bupivacaine. Additional information has been requested.